Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient having a difficult time connecting their system controller power cable to their mobile power unit (mpu) was confirmed via visual analysis of the returned product. The heartmate mpu (serial number (B)(6)) was returned and evaluated at the european distribution center (edc). During the evaluation, a visual observation was completed and it was observed that there was a bent pin 5 (unused pin) on the black power cable connector of the mpu patient cable. A test controller was connected to the mpu patient cable and the black power cable would not thread down completely, confirming the reported event. This was due to the bent pin preventing the controller connector to fully thread down. The patient cable was then replaced with a known working cable, resolving the event. The root cause of the reported event was determined to be a bent pin within the mpu patient cable connector; however, the cause of the bent pin could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 instructions for use states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the patient had a difficult time connecting their system controller cable to their mobile power unit (mpu). The customer stated that the screw was not easy to use. The mpu was exchanged.